Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01996, 0001822565-2022-01997. Medical products: item#: unknown, unknown humeral head; lot#: unknown. Item#: unknown, unknown humeral stem; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery for an unknown reason. Several attempts have been made to obtain additional information, but have received no response.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was initially implanted with a zimmer biomet stem; the rest of the products were competitor products. The patient underwent a revision procedure due to possible infection. Subsequently, all implants were explanted and an antibiotic cement spacer was implanted. Once the implants were explanted and sent to pathology it was determined that there was no infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receiving additional information it was determined that the product should not have been reported as it is a non zimmer biomet product. The initial report was forwarded in error and should be voided.